Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, a cracked reservoir tube lip, and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the insulin pump had recently been exposed to sweat. Blood glucose level at the time of the call was 118 mg/dl. No further information was provided.